Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported when the gloves are opened and prepared for use, they tear or rip.

Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. A sample photo was returned for evaluation, and the reported issue of glove tear was observed. The complaint lot was manufactured in march 2022, and expired in february 2025, prior to the gloves being used in october 2025 by the customer. Using gloves beyond their expiration date may lead to degradation in material properties due to prolonged exposure to environmental factors such as heat, humidity, and oxidation. Specifically, expired gloves may exhibit reduced tensile strength, increased brittleness, and compromised film integrity. These changes can result in tearing, puncturing, or loss of barrier protection during use, which poses a risk to both product performance and user safety, especially in applications requiring sterile or protective conditions. The root cause could not determined for this case. We will continue to monitor and take actions as applicable.